Event description:
Additional information was received that the mpu was alarming for the patient to connect to power. The alarms occurred when the patient connected both the white and black cables first.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was getting alarms while using the mobile power unit (mpu).